Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/26/2013 with the following findings: during investigation, the pump history was reviewed and showed multiple replace battery alarms had occurred on (B)(6) 2013. There was evidence of partially discharged batteries being installed multiple times on (b)(64 )2013. The battery cap was not returned with the pump. The battery compartment was found to have a small crack at the threads. A new test cap was used for testing. The cap was able to attach properly to the pump and maintain power for a 24 hour duration test; there was no intermittent power observed using the test cap. The pump cover was removed and no evidence of moisture contamination or damage to the power circuit was observed. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation showed that the internal battery had failed. The complaint of intermittent power was no duplicated during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue. The pump intermittently reboots during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.